Event description:
We currently have batches of ambu eeg electrodes that have poor quality outcomes. After hook-up of sleep study, techs are in patients room multiple times replacing these bad wires. Wires are repeatedly "popping" requiring replacement. Seem to be associated with a single lot number.